Event description:
The facility states that the surgeon successfully implanted a model aq2003v intraocular lens with a model aq cartridge but noted damage to the lens after implantation. He successfully removed the lens without injury. The facility did not specify the model of injector used to implant the lens. Lot numbers for the injector and cartridge were also not specified.